Manufacturer narrative:
Device was used for treatment, not diagnosis. Mittal, r., hafez, m.a., templeton, p.a. (2004) ¿failure¿ of forearm intramedullary elastic nails. Injury, int. J. Case injured 25: 1319-1321. United kingdom. This report is for unknown ao titanium elastic stable intramedullary nail system, unknown part number, unknown lot number, unknown quantity. Unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: mittal, r., hafez, m.a., templeton, p.a. (2004) ¿failure¿ of forearm intramedullary elastic nails. Injury, int. J. Case injured 25: 1319-1321. United kingdom. The purpose of this study is to report a case of refracture of the forearm bones with elastic nails in situ, 5 months after the original fractures. A (B)(6) boy sustained shaft fractures of the right radius and ulna while skateboarding. Patient was implanted with two 2.0mm diameter elastic nails (ao titanium elastic intramedullary nails). Both fractures united in 6 weeks. The following complications were reported: patient fell again and refractured both forearm bones. Patient presented with severe clinical deformity of the forearm. The nails were bent but not broken. Image included. Closed reduction was performed under general anaesthesia. This is report 1 of 2 for (B)(4). This report is for unknown ao titanium elastic stable intramedullary nail system.